Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.2 inr and 2.8 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.